Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer declined to troubleshoot for the failed battery test due to the issue of keypad anomaly. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that buttons are not work and numbers kept scrolling. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specifications. No failed battery test noted. The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No display ramping on its own anomaly noted. The device was received with cracked reservoir tube.